Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the device metal tip was bent. Later during further cauterization the metal spatula tip was no longer present. Attempts to retrieve were unsuccessful.